Event description:
It was reported to philips that the system was not booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found the reported malfunction. Upon troubleshooting, fse found the dcps led not glowing, indicating a power supply failure. To resolve the issue, fse replaced the dcps unit and return the part for further analysis that found one screw was missing from the cover. After replacing the dcps unit, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.